Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the tip cover accessory had fallen into the patient¿s abdomen and was retrieved during the same procedure. The details and specific date and could not be recalled by the surgeon.